Event description:
Adverse event(s): "pt not involved" (no pt involvement). Product problem(s): "white fibers on drape" (foreign material present in device). The customer reported: when opening the custom pak, a large amount of white fibers and fluffs are visible on the drape. This is the case since a new white wrapping of the cassette is in the custom pak. No pt impact was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).